Event description:
Accurus machine screen said "cassette draining, please wait". Cassette was not draining. Then machine screen said "cassette full, change cassette." No liquid was in the bag of the cassette; only liquid in the chamber of the cassette. The rn pulled the sides of the bag apart with no change in the problem. The rn ejected the cassette and replaced it with a new cassette with no further problems.